Event description:
There are two problems that are currently causing me to have low blood sugars (hypoglycemia). I use the tandem slim x2 insulin pump with a dexcom g6 continuous glucose monitor. The first problem is that the insulin pump uses basal iq software to turn off insulin delivery when it predicts low blood sugar. However, the pump does not turn off insulin sometimes when it is obvious that I am going low, such as five mins ago, when the continuous glucose monitor showed that my blood sugar was 72 and I had 0.74 units of insulin on board, and 1 unit of insulin, drops my blood sugar by 120 (correction factor). I took a photograph showing this condition of the continuous glucose monitor reading of 72 yet the basal iq had not turned my insulin off like it is supposed to. When I tested with my glucometer, it was 75. Also, the software is currently designed in a manner that results in too high calculations of insulin needed to bolus for food since when the blood sugar is above target, it does not consider how much insulin is on board when calculating the food bolus. For example, if I use bolus calculator when I eat 50 g of carbohydrates and have a blood sugar that is slightly below target, (119) and have 2.27 units of insulin on board, it recommended that I did not have any extra insulin. However, if I enter a blood sugar that is just slightly above target (121), it recommends that I have 2.27 units of insulin. This flaw in the software is resulting in me having hypoglycemia (low blood sugar), which is dangerous because I have hypoglycemic unawareness.